Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D10 - therapy date is estimated. D6a - implant date is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: n/a.

Event description:
It was reported that the patient's left lead was fractured and the ipg had reached end of life. It is unknown if this occurred prematurely. X-ray imaging confirmed fracture. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and left lead were explanted and replaced to address the issue. It is unknown which lead is the impacted left lead.